Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The canister seal was replaced, and the unit was returned to service. The customer contact reports the patient is male. No further patient details available.

Event description:
The hospital reported the unit was delivering high c02. There was no report of patient injury.